Manufacturer narrative:
(B)(4)the device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not detect an occlusion alarm when blood clotted in the line during an infusion of dextrose and electrolytes into an infant at 2.4ml/hr (programmed amount unknown) in the neonatal intensive care unit. The noted IV set being used was (B)(4) (paclitaxel set). Patient injury or medical intervention is unknown.